Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer disconnected her pump to take a shower and left the insulin pumping. Upon returning, the pump had turned off and would not turn back on. The battery life was reported to be 95% prior to the shutdown. There was no impact to the customer's blood glucose level.